Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal surgery on an unk date during which the surgeon noted there was a bulging mass in the right lower quadrant over the previous repair site. He performed a diagnostic laparoscopy with open excision of right lower quadrant meshoma. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 06/30/2022. It was reported that the patient experienced pain.

Manufacturer narrative:
Date sent to the FDA: 3/20/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.